Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while in the hosp for an unrelated reason. The pt had reached over his shoulder to pick up the telephone when the shock was delivered. A review of the episode showed the signal amplitude and decreased and the shock was delivered due to oversensing of the patient's rhythm. Troubleshooting was performed, but the change in amplitude could not be reproduced. It was also noted the pt was undergoing dialysis and the rhythm change may have been related to a change in electrolytes. The device was reprogrammed to the primary vector. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.